Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the possibility of the bending rubber missing in the body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.